Event description:
Reporter indicated that a patient involved in a sleep study, was experiencing sleep apnea every 5 minutes that corresponded to device stimulation on times. The physician then placed the patient in a second sleep study, this time adjusting the device settings. The physician was able to resolve the patient's sleep apnea by lowering the device frequency. It was unknown whether or not the patient had a history of sleep apnea prior to being implanted. According to the physician, all device diagnostics were okay; however, specifics were not provided. There are currently no plans to take additional interventions.